Manufacturer narrative:
The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." As the mesh was implanted 4 years before the infection developed/was diagnosed, the mesh most likely did not cause the infection. However, as no product has been returned for evaluation, no conclusion can be drawn at this time. See MDR 1213643-2010-00207 for information related to the ventralex mesh implanted on (B)(6) 2004. See MDR 1213643-2010-00517 for information related to the composix kugel mesh implanted on (B)(6) 2005. See MDR 1213643-2010-00514 for information related to the other ventralex mesh implanted on (B)(6) 2005. See MDR 1213643-2010-00516 for information related to the ventralex mesh implanted on (B)(6) 2006.

Event description:
Attorney reported: patient sustained injury and damages associated with use of defective product, a bard ventralex & composix kugel patches. Specifically, as a result of having the bard ventralex mesh and composix kugel patches implanted, patient suffered disabling pain and required surgical intervention. Information from medical records received for review: on (B)(6) 2004 - repair of incisional hernia with ventralex mesh. On (B)(6) 2005 - repair of incisional hernia with composix kugel mesh. On (B)(6) 2005 - repair of 2 incisional hernias with 2 ventralex meshes. On (B)(6) 2006- repair of incisional hernia with ventralex mesh. On (B)(6) 2009- sudden onset of pain, palpable mass anteriorly. CT of abdomen/pelvis. Anterior abdominal wall superficial soft tissue edema and fluid collection, possible hematoma, infection, phlegmon, or early abscess. On (B)(6) 2009 - abdominal wall/abscess culture - (B)(6). On (B)(6) 2009 - drainage of abdominal wall abscess. On (B)(6) 2009 - culture of abdominal wound. Moderate (B)(6). On (B)(6) 2009 - incision & drainage of abdominal wall abscess. On (B)(6) 2010 - incision & drainage of complete abscess with removal of 5 pieces of infected mesh; repair of hernia with veritas biomesh & placement of wound vac. Wound (B)(6). Operative surgery indicates irregular fibrosis & foreign body reaction with foreign material consistent with mesh, no acute inflammation or necrosis seen. On (B)(6) 2010 - treated for (B)(6) at home; ER visits, IV vancomycin via PICC line.